Event description:
It was reported that during a ptca/stenting treatment procedure, during an exchange of the wire, the wire fractured in the patient. The physician had apparently inserted and removed the wire quickly several times. Eventually, the tip of the wire prolasped, entangled and fractured off. An unsuccessful retrieval attempt was made with a snare. The patient was not taken for surgery, but the wire fragment remains secured in the ostium of the artery by a stent. Patient status is listed as "fine". Per cath lab staff, the event was technique-related, not device-related.